Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was recorded as high. Technical support reset the pump which resolved the malfunction. The customer administered a correction bolus via the pump to address the bg.

Manufacturer narrative:
Correction: h1, h6 codes removed: e2403, f26. Codes added: e1205, f11.